Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system could not start. According to the additional information collected, the device was not in clinical use when the issue occurred. No further information regarding the issue has been provided. No service has been performed by philips since fse cancelled the quotation for this case as this case was duplicate. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.